Event description:
During primary surgery, femoral component was catching on trial insert and actual insert implant. Surgeon performed a mechanical release that eased enough that it was not necessary to revise the femoral component. This resulted in a 40-minute surgical delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.